Event description:
It was reported that a red residue was noticed at the rear connection point after removal from the dryer during cleaning. There was no patient involvement or adverse consequence related to this event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as of the date of this report. This report will be updated when the evaluation is complete.